Event description:
Admitted to short stay surgery for infusion of IV therapy. Johnson and johnson protective-plus-w 22g 1" catheter inserted into left upper arm. When withdrawn, cannula hub fell to floor and no catheter attached to hub. Immediately applied second tourniquet and notified ER physician.